Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs- linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(4). Batch: 7074812.

Event description:
It was reported that the patient was experiencing worsening lateral stimulations due to lead migration. The patient underwent a revision wherein the leads were repositioned, and regained lost coverage postoperatively.